Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, and a new sensor session was unable to be started. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer was verified in the device logs. However, no failure was identified. In addition, a different symptom was found.